Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (batch no. 654336) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, bleeding, d & c and gonorrhea. Concurrent conditions included irregular menstruation and post coital bleeding. Concomitant products included amlodipine, hydrochlorothiazide, lisinopril, nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("psych injury/psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2019, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2019, the patient experienced dyspareunia ("dyspareunia (painful sexual, intercourse),"), 9 years 6 months after insertion of essure. On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("adominal pain"), dysmenorrhoea ("dysmenorrhea (cramping),") and abdominal pain lower ("llq"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, abdominal pain, depression, vaginal haemorrhage, menorrhagia, anxiety, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower and menometrorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted with date(s) of insertion: insertion date noted in initial case version was (B)(6) 2007, whereas in fu1 it is (B)(6) 2009. Plaintiff states that essure removal was not planned as she is not able to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: result: total bilateral occlusion. The fallopian tubes were blocked. Placement and tubal occlusion. Imaging procedure on (B)(6) 2009: essure confirmation test- not specified result-bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs+mr received. Lot number added. New events: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition:mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual, intercourse), pain, vaginal discharge, menometrorrhagia were added. New reporters, plaintiffs information added. Concomitant conditions and drugs added. Historical conditions and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (batch no. 654336-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, haemorrhage nos, d & c and gonorrhea. Concurrent conditions included irregular menstruation and post coital bleeding. Concomitant products included amlodipine, hydrochlorothiazide, lisinopril, nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("psych injury/psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2019, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2019, the patient experienced dyspareunia ("dyspareunia (painful sexual, intercourse),"), 9 years 6 months after insertion of essure. On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("adominal pain"), dysmenorrhoea ("dysmenorrhea (cramping),") and abdominal pain lower ("llq"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, abdominal pain, depression, vaginal haemorrhage, menorrhagia, anxiety, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower and menometrorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted with date(s) of insertion: insertion date noted in initial case version was (B)(6) 2007, whereas in fu1 it is (B)(6) 2009. Plaintiff states that essure removal was not planned as she is not able to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. The fallopian tubes were blocked. Placement and tubal occlusion. Imaging procedure - on (B)(6) 2009: essure confirmation test- not specified result-bilateral occlusion. Lot number reported is (54336) is not valid. Most recent follow-up information incorporated above includes: on 17-mar-2020: update of information (batch is not valid).fu(4) and (5) processed together. On 9-mar-2020: pfs received : no new significant information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (batch no. 654836 ,654336-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, haemorrhage nos, d & c, gonorrhea, morbid obesity and essential hypertension. Concurrent conditions included irregular menstruation and post coital bleeding. Concomitant products included amlodipine, hydrochlorothiazide, lisinopril, nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("psych injury/psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2019, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2019, the patient experienced dyspareunia ("dyspareunia (painful sexual, intercourse),"), 9 years 6 months after insertion of essure. On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("adominal pain"), dysmenorrhoea ("dysmenorrhea (cramping),") and abdominal pain lower ("llq"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, abdominal pain, depression, vaginal haemorrhage, menorrhagia, anxiety, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower and menometrorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted with date(s) of insertion: insertion date noted in initial case version was (B)(6) 2007, whereas in fu1 it is (B)(6) 2009. Plaintiff states that essure removal was not planned as she is not able to afford surgery. Essure confirmation test conducted on 02-dec-2009 by hysterosalpingogram (hsg), confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) -2009: result: total bilateral occlusion. The fallopian tubes were blocked. Placement and tubal occlusion.. Imaging procedure - on (B)(6) 2009: essure confirmation test- not specified result-bilateral occlusion. Lot number reported is (654336) is not valid most recent follow-up information incorporated above includes: on 4-may-2020: essure lot number added (new interpretation of number); patient history updated; no further new information added as all events are present in case we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.